Manufacturer narrative:
Findings: pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected alarm error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Unable to confirm motor position encoder error alarm due to overwritten history file. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor position encoder error. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.